Manufacturer narrative:
Date of initial report : 08/07/2009. The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.

Event description:
The customer reported that during a radio frequency ablation procedure, water leaked from between the tubing and the grip. Since it did not affect the cooling function, the doctor continued the ablation until completed. The patient was reported as ok.